Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008 explanted, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008m, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Device evaluated by MFR?: the ins (serial # (B)(4)) was returned and analysis found that the stimulation ins battery had reduced capacity due to overdischarge. The lead (serial # (B)(4)) was returned and analysis proximal end connector of the stimulation lead to be not completely seated in the extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported there was repetitive shocking of the patient which resulted in severe pain. There was no patient death. It was stated there was a defective implantable neurostimulator (ins) and was unreasonably dangerous when it was implanted in the patient. It was noted that the ins began to electrically shock the patient in 2014 because of a defect in the leads which caused extreme pain, harm, suffering, grief, and personal injury to the patient. For these issues, the ins was surgically removed and the patient was attempting to get a revision surgery, but it had not occurred at the time of the report. It was alleged that the ins was defectively designed. It was alleged that as a result of the defective ins, the patient incurred pain and suffering, emotional harm, loss of quality of life, aggravation of a pre-existing condition, and other damages.

Manufacturer narrative:
No analysis to be performed until authorized by legal department.

Event description:
It was reported that the patient¿s device had defective wiring. They noted significant pain and repetitive shocking. As a result the patient¿s device was explanted.

Manufacturer narrative:
No analysis to be performed until authorized by legal department.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3 9565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).